Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator is giving an invalid serial number alarm and also the turbine is faulty. The customer confirmed that no patient was associated with the said event.